Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cardiac ablation procedure to treat wolff-parkinson-white syndrome a intellanav open-irrigated catheter was selected for use. It was reported that the irrigation tube at the end of the catheter handle was broken. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Event description:
During a cardiac ablation procedure to treat wolff-parkinson-white syndrome a intellanav open-irrigated catheter was selected for use. It was reported that the irrigation tube at the end of the catheter handle was broken. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intellanav oi catheter was returned to boston scientific for analysis. Visual inspection confirmed that the irrigation extension tubing was found partially detached from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.